Event description:
Pt witnessed a puff of smoke and a red area of coil that appeared to be burning. During a scan. The area was on the chimmney aperture. Scanning was immediately stopped. There was no injury to the pt.